Event description:
It is reported that a patient presented for follow-up with complete heart block. Patient received a notification alert for non-sustained lead noise. Review of the episodes, revealed non-sustained vt classified as nsln. Reprogramming will be evaluated at next follow-up. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.